Event description:
A warmflo wf100 cassette leaked blood and the patients surgery was momentarily delayed while staff cleaned up. The leaking cassette was removed and the replacement wf100 functioned properly.